Event description:
During a lung procedure, the instrument did not fire correctly. The surgeon applied another device without patient injury.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.